Manufacturer narrative:
1 of 1 devices were returned for evaluation. Evaluation of one device found excessive wear due to a lack of proper maintenance and lubrication. The devices had debris build-up. The device did not heat up during evaluation. The device was repaired and returned to the customer. Hd10-head maint/no lube, notes: gr 09/20/2024, rt. Cause: hd10. The push button latch head had lack of maintenance and lack of lubrication. The hp wasn't smoking. The hp head had a powered corrosion inside that when you ran the hp the powered corrosion was coming out of the head making it look like smoke. The head is severely worn. Replaced the push button latch head with a new head.

Event description:
This report summarizes 1 malfunction events where a midwest low speed - heads overheated. 1 event that resulted in no injury.